Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the case discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Can you identify the product code and lot number of the product that was used in each procedure? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: european heart journal - case reports (2020) 4, 1¿5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via a journal article: title: surgicel mimicking early onset prosthetic valve endocarditis: case report author: hind regragui , badre el boussaadani , latifa oukerraj, and jaafar rhissassi citation: european heart journal - case reports (2020) 4, 1¿5 doi: 10.1093/ehjcr/ytaa334. This case study involves a (B)(6)-year-old woman who had for a severe rheumatic aortic stenosis two months ago before presenting with acute fever and was admitted for suspicion of an early onset prosthetic valve endocarditis. A periaortic echogenic mass was initially diagnosed as an abscess. Assessment of inflammatory markers found high c-reactive protein and erythrocyte sedimentation rate. Blood culture was sterile, but a midstream urinalysis was positive for urinary tract infection caused by a multistrand of escheria coli. Intravenous antibiotics were administered. After 1 week of treatment, antibiotics were stopped, and urinalysis and CPR levels were negative. The acute fever was linked to the uti, whereas the periaortic echogenic mass corresponded to surgicel (ethicon). Five months after the aortic valve replacement, the toe showed a decrease in size of the surgicel (ethicon) appearance which could not be possible in the case of an untreated abscess. Indeed, the patient had a surgicel packing around aortic prosthetic valve and was erroneously diagnosed with early onset prosthetic valve endocarditis.